Event description:
Bed alarm did not alarm when patient got out of bed.there were no creases on the mat that were noted by the staff. The mat was connected to the alarm system. Unsure how the patient exited the bed since the patient was found down and out of the bed. The alarm was functioning throughout the day per the day rn, and when the patient got back into bed the alarm went off. The battery connections were checked and slide cover was closed. The alarm was not on mute or record.